Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was failed. A field service engineer (fse) reseated the row board cable, performed hardware test application. The fse confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. The customer attempted to recover the drawer multiple times, but the system indicated that maintenance was required. A subsequent recovery attempt caused the entire drawer to fail. The customer then recovered the entire drawer, but a cubie failed again afterward. The customer also reported that the cubie failed to eject during troubleshooting attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.